Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-29, the patient experienced severe aortic I nsufficiency, a significant drop in blood pressure, and hemodynamic decompensation. The valve was noted to be sub-expanded with infolding and apparent torsion, particularly on the non-coronary cusp side, likely due to the initial recapture process within a heavily calcified native valve. Pre-dilation was performed using a 20mm balloon due to calcification extending to the left ventricular outflow tract. During the first delivery attempt, severe aortic insufficiency was observed at approximately 80% of the process. Despite the complications, the physician decided to proceed with implanting the same valve to avoid further deterioration. The valve was successfully deployed and post-dilated using both a 20mm and a 24mm balloon. The final outcome was favorable, with none/trace aortic insufficiency and no significant gradient. The patient made a full recovery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Coding updated additional codes. Product analysis: the suspect valve remains implanted; however, procedural images were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic inspection of the valve load showed a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the device instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre-implant balloon aortic valvuloplasty was performed prior to the valve attempt. The misloaded valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. However, in this case, the valve was released to "avoid further deterioration of the patient". A post-implant dilatation was performed without complete resolution of the infold. Therefore, a larger balloon was used for the following post-implant dilation which resolved the infold and final angiogram showed no evidence of aortic regurgitation/paravalvular leak. Corrected data: b1. Let this record reflect the event is related to a serious injury and a product problem. B2. H1. Let this record reflect the event is related to a serious injury and a product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-29, the patient experienced severe aortic insufficiency, a significant drop in blood pressure, and hemodynamic decompensation. The valve was noted to be sub-expanded with infolding and apparent torsion, particularly on the non-coronary cusp (ncc) side, likely due to the initial recapture process within a heavily calcified native valve. Pre-dilation was performed using a 20mm balloon due to calcification extending to the left ventricular outflow tract. During the first delivery attempt, severe aortic insufficiency was observed at approximately 80% of the process. Despite the complications, the physician decided to proceed with implanting the same valve to avoid further deterioration. The valve was successfully deployed and post-dilated using both a 20mm and a 24mm balloon. The final outcome was favorable, with none/trace aortic insufficiency and no significant gradient. The patient made a full recovery. No patient complications have been reported as a result of this event. Additional information was received to report the baseline mean aortic gradient was 47 mm hg and was reduced to 5 mm hg following valve implant. The implant depth of the bioprosthetic valve was 4mm on the ncc and 3mm on the left coronary cusp. Per the physician, the patient's severely stenotic native aortic annulus and calcification contributed to the expansion issue and infolding of the valve frame. The severe aortic insufficiency was clarified to be paravalvular leak.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.